Event description:
Video laryngoscope with disposable clear plastic blade used for intubation. Device was withdrawn, however the clear plastic blade inappropriately separated from the device and remained in place without the knowledge of the physician. The patient was having increased secretions and distress; the blade was expelled by the patient about 20 minutes later. The patient had been suctioned and the endotracheal tube secured without caregivers seeing or feeling the blade.